Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's gastrointestinal bleeding resolved by (B)(6) 2016.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 24 days. Additional information has been requested but was not provided. The patient remains on lvad support with no further issues reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had experienced bleeding over a few weeks with blood in the stools, coffee ground looking stools, decreases in hemoglobin, and has received numerous units of blood. Colonoscopy revealed extensive diverticulosis and hemorrhoids, and one small arteriovenous malformation in proximal transverse colon that was hemo-clipped. Video capsule revealed active bleeding in the jejunum. It was reported that the patient was to undergo enteroscopy. The plan of care was to discontinue aspirin and to try and maintain at a lower inr goal. Additional information was requested, but was not provided.